Manufacturer narrative:
Internal reference: (B)(4). Block g3: initial MDR aware date listed (B)(6) 2021; however, correct date is (B)(6) 2021. Blocks h3 & h6: the phoenix catheter system was visually and microscopically inspected and did not appear damaged. In addition, component codes was intentionally left blank. There was no damage to the phoenix catheter system.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. The patient identifier was not available and the patient's race is hispanic. All reasonably known patient information is included in this report. Device evaluation anticipated, but not yet begun. (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral procedure, the manufacturer's catheter was advanced to the proximal sfa twice with no incident. Upon removal, x-ray showed the distal tip of the manufacturer's guide wire (approximately 10 inches long) broke off in the lower leg of the patient. A non-manufacturer's wire was advanced to the area and a gooseneck snare was used to retrieve the portion of the manufacturer's guide wire. Follow-up x-ray confirmed that no piece of the manufacturer's guide wire was retained in the patient. The patient was discharged and doing well. This adverse event is being submitted because the manufacturer's catheter is a concomitant device in use when the manufacturer's guide wire separated in the patient and required intervention. There is no allegation the manufacturer¿s catheter malfunctioned.